Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the insulin pump alarmed motor error. Troubleshooting was performed. The device was not exposed to a high magnetic field. The displacement test was performed. The alarm history was reviewed and found low reservoir and multiple no delivery alarms. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.